Event description:
The pt was undergoing a low anterior resection. During the end to end anastomosis the intraluminal stapler was not performing as expected. The handles of the stapler were unable to be squeezed and the staples would not fire properly. When removing the device it was discovered that the stapler had fired only on the back one third of the colon wall and that the blade had partially cut the bowel wall.